Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: material #: (B)(4), lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for insufficient blood flow. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder that an unspecified number of devices had insufficient blood flow when used in conjunction with an implanted catheter. There was no health impact or consequence reported.